Manufacturer narrative:
Two vials of test strips were returned for investigation where they were tested using reference meter and retention controls. Vial #1 testing results (qc range = 2.2 ¿ 3.4 inr): qc 1: 3.0 inr. Qc 2: 3.0 inr. Qc 3: 3.0 inr. Vial #2 testing results (qc range = 2.2 ¿ 3.4 inr): qc 1: 2.9 inr. Qc 2: 2.9 inr. Qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined. Product labeling states: "the coaguchek method uses human recombinant thromboplastin. Therefore, the comparability to tests using other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastin types. However, those higher differences between thromboplastins of different (rabbit, bovine) origin are not an issue specific for coaguchek assays. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared with several other (rabbit, bovine) laboratory methods."

Event description:
There was an allegation of a questionable inr result for one patient tested with coaguchek xs plus meter with serial number (B)(4) compared to an acl top 500 analyzer with recomboplastin reagent laboratory method. The result from the meter was 4.1 inr. The result from the laboratory at the same time was 3.07 inr. The therapeutic range was not provided.